Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank, and changing battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings:the blank display screen was not duplicated; the pump was powered on and the display screen functioned properly. Unrelated to the complaint, multiple call service alarms were found in the pump history following a low battery warning.